Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cannula had not been properly inserted and remained on the skin surface, leading to prolonged interruption of insulin delivery. Upon experiencing hyperglycemia, the patient replaced the infusion set, tubing, and cassette, rotated the infusion site, and administered an insulin injection which resulted in glucose levels returning to range. There was a patient involvement with no harm.